Manufacturer narrative:
Hologic product applications specialist (pas) advised customer on improvements to their workflow for sequencing samples in lysis buffer. Hologic r&d informed customer to isolate rna using standard extraction techniques. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported being unable to sequence or get adequate information for tracing viral evolution and epigenetics from the positive samples using sar-cov-2 tma assays on their panther instruments.